Event description:
Svc out of range 10dec2023. Current egm (electrogram) shows noise on can - svc lecg. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).